Event description:
As reported by the user facility: upon removal of the catheter, it was discovered that the tip of the catheter was not intact. Additional information provided by the facility, indicated the patient is fine and has suffered no adverse sequela associated with the reported incident. A CT scan and an MRI did not reveal evidence of the catheter tip in the body. The facility is retaining the remaining catheter segment and reported the sample will not be returned for evaluation. The facility declined a request to send a photo of the sample, stating that it is obvious the catheter was pulled back through the needle, causing the tip to fracture. The lot number remains unknown. No other information is available.

Manufacturer narrative:
The actual device in the reported incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the actual sample and a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. Based on the additional information provided by the facility, it appears the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle, because of possible danger of shearing." All available information has been forwarded to the actual manufacturer for further evaluation.